Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, insulin had a gel-like consistency. Customer's blood glucose level was impacted (484 mg/dl). Customer administered a manual injection. The following morning blood glucose level had normalized.